Event description:
The customer reported that she had a blood glucose level of 460 mg/dl earlier in the day of the call. The customer also reported that a needle broke off in her body, but she was able to remove it. The customer reported that she received a no delivery alarm and recently wore the device during an x-ray. The customer declined troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.